Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient detail was not crossing over to one station, and the user kept having to create a temporary patient. The user also mentioned that multiple medications were not crossing for this patient as well. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 patient was not crossing over to 1 station and multiple medication were not crossing for this patient. A technical support specialist (tss) ran the patient cast query in sql server management studio (ssms) and confirmed that the last message was received with no subsequent messages received. The tss advised the customer to either readmit the permanent patient or adjust the temporary patient¿s active duration if they needed the temporary patient to remain visible for a longer period. The customer confirmed that issue has been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient detail was not crossing over to one station, and the user kept having to create a temporary patient. The user also mentioned that multiple medications were not crossing for this patient as well. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.